Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), headache ("headache"), back pain ("lower back pain") and migraine ("migraine"). The patient was treated with surgery to remove essure on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, headache, back pain and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.